Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a weak circulation pump. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that they could not remove circulation pump of arctic sun device because the rear cover housing screws were stripped and seated into the plastic. Requested quote for an assessment of the device. Per sample evaluation results on 26apr2024. It was reported that the bolts were missing from arctic sun device and unit was primed to fill. There was a bent tab on the chiller frame and the cable was returned with connector on one end missing, also damage to shell noted.